Event description:
It was reported that during active operation on a cardiac arrest patient, three autopulse batteries were found to give low run times. All batteries indicated battery failure with a full charge. Additional information received from the customer on (B)(6) 2013: customer indicated that the event involved a cardiac arrest, non-witnessed patient. After testing the platform with different batteries, the platform appeared to be working fine. Customer reported that the batteries appeared to be the issue. He stated that one of the platforms that was used with the failed batteries was used on a separate occasion with different batteries and performed for up to 20 minutes on a single battery. Furthermore, customer stated that they perform daily mandatory checks on all of their platforms and no problems have been reported as far as error codes or platform failures. Customer could not confirm that they are rotating their batteries correctly everyday but does state that they are using a three battery rotation. Customer reported that the batteries in the complaint appeared to charge successfully and there was no indication of any issues. Additional information received from the customer on (B)(6) 2013: customer alleged that three autopulse batteries were used on an autopulse platform from medic 30. The patient expired. However, date, time and cause of death is unknown. Customer indicated that the patient had a significant amount of medical conditions and no amount of resuscitation would have saved them. However, the crew still had to try to revive the patient. He stated that the autopulse platform and batteries did not cause the patient's death. Additional information received from the customer on (B)(6) 2013: customer reported that this event occurred on (B)(6) 2013. He was not able to provide the sequence of events but did state that manual CPR was initiated prior to the crew's arrival. Customer did not know how long manual CPR was performed for. However, return of spontaneous circulation (rosc) was never achieved. Customer stated that the cause of death was due to prior medical history and patient's age; however, he could not provide any specific details on this. He restated that the patient's death was not due to the battery failures.

Manufacturer narrative:
Investigation results for the returned autopulse battery as follows: evaluation of the returned battery confirmed the following: the battery passed output watts testing. Based on the evaluation results, the reported complaint against autopulse nimh battery (B)(4) was not confirmed. Please see the following related MFR. Reports: #3003793491-2013-00837 for autopulse nimh battery (B)(4); #3003793491-2013-00838 for autopulse nimh battery (B)(4).

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Please see the following related MFR reports: #3003793491-2013-00837 for autopulse nimh battery, sn: (B)(4); 2. #3003793491-2013-00838 for autopulse nimh battery, sn: (B)(4).

Manufacturer narrative:
Additional investigation results: nimh battery s/n (B)(4) was returned to zoll for evaluation. The battery was placed in the battery tester, and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 1086.0w. The battery was then fully charged, test cycled and re-tested with the battery tester, where the results indicated that the battery passed the minimum power output watts of 1300w with a reading of 1334.9w. Further investigation was performed via review of the archive records for all of the customer's active autopulse platforms (12 in total). Battery s/n (B)(4) was found to be used on autopulse platform s/n (B)(4) and s/n (B)(4) on (B)(6) 2013, for what appears to be daily system checks, and did not experience any battery related user advisories. On (B)(6)2013, this battery experienced a series of user advisory 17's (max motor on time exceeded during active operation), but it is uncertain whether a patient was on the platform during this time. In conclusion, the customer reported complaint that this battery was found to give a low run time on (B)(6) 2013 during use on a patient cannot be confirmed, as this battery was not used in any of the customer's 12 platforms on that date.